Event description:
The customer reported the ventilator does not power on. The customer reported the unit was not in use on pt.

Manufacturer narrative:
Conclusion / root cause: the defective y1 (10 mhz oscillator) on the pm pcba prevented the ventilator to power on. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator does not power on. The customer reported the unit was not in use on patient.

Manufacturer narrative:
Pr#: (B)(4).